Event description:
Spontaneous. (B)(6), hhm with coram in home, reports she pooled 3 10gm vials into pooling bag and started to pool from 2.5gm vial and just realized that medication leaked out from connector - may be over 100ml - during pooling. The pooling bag was leaking and ig lost so could not continue with infusion. No missed dose but pt only received a partial dose. No adverse events reported; unknown if device available for return. No further information. Reported to cvs/caremark by: health professional.